Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient had their implantable neurostimulator (ins) replaced because it wasn't effective with controlling pain. It was noted that the original lead was left in place and they put a new lead in. Imagery was requested to be done to see if there was an abandoned lead. It was unknown if the patient recovered completely.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.